Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds) one of the gripper¿s was not actuating. The cds was replaced. There was no clinically significant delay in the procedure and no patient involvement.

Manufacturer narrative:
All available information was investigated, and the reported difficulty actuating the grippers was confirmed via returned device analysis. Additionally, the gripper line was found to be caught on the frictional element causing a mechanical jam. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, the reported difficulty actuating the grippers was a cascading event of the observed mechanical jam. The cause of the observed mechanical jam was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.